Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -07.00 diopter, tore while being loaded into the cartridge. There was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.